Event description:
It was reported that two asystole episodes were recorded by the implantable cardiac monitor and the remote transmission was reviewed. In one episode, qrs complexes are noted before the episode and are being undersensed by the device. In the second episode, there was a true pause of patient asystole. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.